Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and and on 22-nov-2016 checked connections and tubings, ran pump and perform several drain flushes. Ran patient samples without error. Cannot duplicate issue. Customer has been using analyzer without errors since call in. On 28-nov and 29-nov-2016 errors returned, replaced bad column fan and replaced solenoid valves and ran 24 patient samples without error. The most probable cause of the reported event was solenoid valves failure.

Event description:
On (B)(6) 2016 the customer reported sporadic low pressure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.